Event description:
It was reported the packaging and the bur was damaged resulting in a breach to the sterile barrier. It was also reported that the bur was not used on a pt and the sterile area was not compromised. It was further reported another bur was readily available.

Manufacturer narrative:
The device subject to this investigation was returned for eval. It was visually confirmed that the packaging was punctured. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.